Event description:
The following has been reported: biomed reported: pump failed during an infusion. Upon arrival, the screen was completely black and it was alarming. Biomed had to remove the batteries to stop it. After a reboot the test infusion was ok but since it failed during infusion. No patient harm/infusion stoppage reported. A preliminary review of the logs identified the following issue: mechanical hardware failure (screen, no input) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
The device was returned for backlight issues. The device was able to pass multiple mock infusions without any issues. Internal inspection was not able to find damage to internal wires or components. All connections are secure and properly seated. The backlight flex cable appears to be in excellent condition. No trouble found during investigation. Therefore, the customer complaint cannot be confirmed.